Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. It should be noted that the absolute pro instruction for use (IFU) warns: ¿should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components.¿ additionally, it should be noted that the indications of the IFU states: ¿the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree.¿ in this event, it could not be determined if using the absolute pro off-label in the carotid artery caused or contributed to the difficulties encountered. In addition, although the use of force during removal likely contributed to the separation of the distal sheath, stent stretching, and fracture of the stent, the initial deployment difficulty was not the result of force being used. The investigation was unable to determine a definitive cause for the reported difficulties resulting in unexpected medical intervention. It may be possible that the distal shaft was bent or restricted within the calcified anatomy, preventing the shaft lumens from moving freely to release the stent. Additionally, the resistance during removal, separation of the distal sheath, stent stretching, and fracture of the stent likely occurred during the attempt to retrieve the partially deployed stent back into the sheath using excessive force. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified internal carotid artery. A 8x60mm absolute pro stent was advanced to the lesion and was only able to partially deploy although there was no reported issue with the thumbwheel mechanism. The handle was opened so the stent could be deployed manually, but it also failed. It was then intended to retrieve the stent back into the sheath, excessive force was added when the stent sheath [orange section] separated in two pieces falling into the longer sheath and the stent implant then fully released at the target lesion. The orange sheath was able to be simply withdrawn as it fell into the longer sheath. During removal resistance was met with an unspecified source. However, the deployed stent implant was noted as stretched and fractured. The stent remained in the vessel and another same size absolute was used to successfully complete the procedure. No additional information was provided.